Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported a chest x-ray revealed twiddlers syndrome due to device manipulation. Interrogation revealed upper out of range pacing lead impedance, decreased sensing amplitude, and unacceptable capture threshold. The lead was explanted and replaced. The patient condition is good.